Event description:
Staff heard noises and cry from pt room, immediately responded to find pt sitting on floor between bed & bathroom, rails x 4 on bed were in place. Right hip appeared externally rotated. Pt placed flat and lifted to bed with the help of 3 others. Dr was notified, also note that bed arlarm was in place and hooked up correctly & did not alarm until pt was returned to bed and placed on sensor mat.